Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving fentanyl (concentration 3.5 mg/ml at minimum rate) via an implantable pump for chronic low back pain and non-malignant pain. A critical alarm due to low battery reset, reset, safe state was reported, the event date was (B)(6) 2016.. The pump logs were checked and the rep tried to update the pump to minimum rate and silence the alarms but the pump would reset right away and re-alarm. The patient appeared fine but experienced increased pain. It was noted that the patient gets benefit from the pump so it would be replaced soon. The elective replacement indicator was at 16m.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.